Event description:
The male pt received a 2.75 x 13mm cypher stent in the right coronary artery (rca) in 2006. Post implantation, the pt indicated he had a history of "passing out." The pt was symptom free until 2007 when he began passing out again. A cardiac catheterization was performed and 100% blockage was found in the rca. The cypher stent was noted to be fractured. On the following month, the pt was treated with a coronary artery bypass graft of the right coronary artery. The pt is at home recovering.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.